Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer inadvertently dropped the pump and multiple intermittent unidentified alarms occurred that could not be cleared. It could not be recalled if blood glucose was impacted. Contact declined additional information. Customer continued to use pump for insulin therapy.